Event description:
Complex, calcified cto intervention of the right coronary artery. This procedure involved multiple access site, several different wires, and multiple devices. This type of lesion had a heavy calcium burden which affected the wire; believed to have caused the wire to fracture and shear off. Tip remains in patient.